Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is unavailable. Associated medwatch: 1221934-2016-10361.

Event description:
Arthroscopic stabilisation. With two anchors, they snapped ago the point the surgeon was trying to insert into his drill hole. Used two anchors with that drill hole, but the re-drilled and two more anchors worked fine. Twenty minutes delay, no adverse event. Additional details received on 8-9-16: the first hole was mildly off axis, as no issues with the other anchors. And yes, the surgeon did create another bone hole to continue the procedure. The patient was young, but wasn't overtly hard bone. The anchors broke at the usual place sadly... In the middle of the anchor just above the insertion slit.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. It was reported that the insertion may have been off axis and therefore it is a possibility that this failure occurred due to user error. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).